Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted on (B)(6) 2026. On (B)(6) 2026, the patient reported going to the hospital due to their dexcom device ¿not working properly¿. No further details were provided on whether the patient saw a specific error message from the dexcom or what the exact issue was. The patient further stated they were diagnosed with dka and hospitalized for 8 days. No specific patient symptoms or treatment details were reported. No other or patient or event details were provided as the patient intentionally hung up the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.